Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, a kink in the cable was identified. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal end of the instrument. The other cables at the wrist were not damaged. No other damage was found.